Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a co2 alkaline buffer leak. No injury was reported.

Manufacturer narrative:
Customer technical support assisted the customer in checking the alkaline buffer lines. The customer found a loose line on the top of the damper. The customer reseated the fitting and primed the reagent. No further leaks were detected or reported. Service was not dispatched.